Manufacturer narrative:
Concomitant medical products: plc141200j/17520297, plc121400j/16288721, plc201200j/15755879. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak, surgical conversion and death. Device UDI lot/serial: (B)(4).

Event description:
On (B)(6) 2018, the patient underwent emergent endovascular repair of an abdominal aortic aneurysm rupture using gore® excluder® aaa endoprostheses featuring c3® delivery system (rlt281412j/17610164, plc141200j/17520297, plc121400j/16288721 and plc201200j/15755879). Immediately after the deployment of endoprostheses, the patient¿s hemodynamic condition got deteriorated. An open surgery was performed whereby persisting bleeding from the rupture site was confirmed possibly due to a proximal type I endoleak. Almost all the endoprostheses were explanted and replaced with a vascular graft. The patient was transferred to an intensive care unit. It was reported that the patient¿s condition did not improve while cardiopulmonary resuscitation was being performed during the initial procedure. The patient later expired.